Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.6.

Event description:
Patient reported that medical report has identified "a trace of fluid is visible near the lateral edge... Behind the posterior axillary line at the level of the axilla, an oval, non-suspicious lymph node. Affected side is left. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, h6.

Event description:
Subsequently, patient reported the implant has ruptured. Device has been explanted and replaced.

Event description:
Patient reported that medical report has identified a trace of fluid is visible near the lateral edge... Behind the posterior axillary line at the level of the axilla, an oval, non-suspicious lymph node. Affected side is left. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "a trace of fluid is visible near the lateral edge... Behind the posterior axillary line at the level of the axilla".